Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not turning on. The receiver case was opened, and an internal visual inspection was performed and failed. Moisture damage was observed on the device. Confirmation of the complaint was undetermined. The probable cause was determined to be moisture damage.